Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ the customer resolved the issue by clearing the alarm and resuming insulin. Frequent occlusion issues were mentioned, and the caller was transferred for additional assistance.